Event description:
It was reported that the customer was hospitalized after experiencing blood glucose levels greater than 600 mg/dl and a seizure. The caller stated that the customer fell and broke her arm prior to the event. The caller did not know whether or not the insulin pump had been exposed to high magnetic fields. The caller did not have the insulin pump or tubing with him at the time of the call, therefore, troubleshooting could not be conducted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.